Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer has a new pump and an old pump. Customer was trying to program his replacement pump and was not able to contact his doctor. Customer tried to prime the old pump and received a compromised force sensor system alarm. Customer attempted to prime again and was able to get the past alarm and rewind sequence to access the menu. Customer stated that he lets his pump go while he is sleeping. Customer stated that the reservoir was low and he knows that. Customer stated that he saw the motor error about 6 months to a year ago. Customer's blood glucose was 390 mg/dl at the time of the incident. Customer thinks that he dropped the pump after the first motor error. Customer did not drop the pump this time. Customer stated that he had some mris and was wearing the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.